Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. As a result, surgical intervention may take place at a later date.

Event description:
It was reported that the patient's system was explanted on (B)(6) 2019. The patient underwent a full system explant, and no product was replaced.